Manufacturer narrative:
(B)(4). The diamondback 360® peripheral orbital atherectomy system exchangeable series instructions for use manual states that slow flow and no reflow phenomenon are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi requested the opinion of the physician as to whether oa contributed to the adverse event. However, the physician was unable to form an opinion since imaging was not performed between csi and lithotripsy. Csi ID: (B)(4).

Event description:
The patient's vasculature exhibited two-vessel runoff with the anterior tibial and peroneal arteries open prior to atherectomy with a diamondback exchangeable series orbital atherectomy device (oad). The superficial femoral artery was treated with oa followed by a non-csi device. No flow was then seen on imaging in the peroneal artery. This was resolved with balloon angioplasty, which was applied to the proximal peroneal artery.